Manufacturer narrative:
Patient date of birth/age and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery to implant a tfn-advanced proximal femoral nailing system (tfna) nail for intertrochanteric fracture. After the operation was completed, it was noticed while taking final x rays intraoperatively that there was a small object appearing around the helical blade that was implanted into the femoral head. The surgeon examined the x-ray and inspected all the items that were inserted into the femoral head prior to implanting the helical blade. It was noticed that two of the teeth at the very tip of the 6 mm/9 mm step drill were broken off. It was then assumed that this was the object appearing on the x-ray. The step drill has since been replaced. The procedure was completed successfully with no delay. The patient was stable at the end of the procedure. This report is for one (1) 6 mm/9 mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The date was reported as (B)(6) 2017 in the initial report in error. The correct date is (B)(6) 2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date device returned to manufacturer for investigation. A device history record (DHR) review was performed for item 03.037.022 / lot f-18257: manufacturing site: (B)(4), supplier: (B)(4), manufacturing date: 19 august 2015: no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was performed. The returned 6mm/9mm cannulated stepped drill bit is a reusable cutting instrument available for use in the trochanteric fixation nail advanced (tfna) screw only proximal femoral nailing system for intramedullary fixation of proximal femoral fractures per relevant technique guide. Visual inspection at customer quality (cq) confirmed the reported complaint condition. Two portions of the distal tip has sheared off at an oblique angle and were not returned. The material surface at the fracture sites appear homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. The cannulation/inside diameter near location of breakage measured 3.39mm at cq and which is within specification per relevant drawing. The cutting flute outer dimension(s) near locations of breakage were unable to be accurately measured at cq due to the oblique fracture patterns and the tip fragment(s) not being returned. Relevant drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.